Event description:
A hosp reported that a functional issue occurred with the rt040l nasal mask and the pt desaturated and had to be intubated. Our distributor stated, that the mask fell apart. From this we believe that the silicone soft seal became detached from the mask shell.

Manufacturer narrative:
The complaint device was not returned. One potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions - fisher & paykel healthcare marketing is actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.022%.